Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, severe pelvic and buttock pain, mass/swelling of the right leg and a pelvic fracture as well as fracture of the inferior and superior pubis ramus due to a fall was noted. There has been no reported revision procedure to date. Additional information received noted the devices implanted on (B)(6) 2007 did not contribute to the cause of the patient's fall.

Event description:
Biomet orthopedics received clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, severe pelvic and buttock pain, mass/swelling of the right leg and a pelvic fracture as well as fracture of the inferior and superior pubis ramus due to a fall was noted. There has been no reported revision procedure to date.